Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since replacement, the patient has been having mobility symptoms. The patient is in office today for reprogramming. The patient is programmed: left gpi side: 2+3- 5.6ma/90pw/120hz. Therapy impedance, right gpi side: 10+11- 6mv/90pw/120hz. Therapy impedance 649 ohms/4.6v the physician is seeing "setting not available" on the left side. The right gpi is normal impedance. The patient also saw out of regulation (oor) message at home intermittently since the replacement. The patient had increased to 5.6 ma at home when the message appears. They would decrease down to 5.4 ma and the oor message disappears. The patient gradually increased back up to 5.7 ma and the message did not re-appear. They have reprogrammed to voltage and current, and seen oor message at 5.7v, but therapy impedance is showing. The implantable neurostimulator (ins) is charged at 50%. Upon interrogation, they saw the message: simulation out of range, decrease amplitude, changed amp to voltage. The left side electrode impedance was: c0:1023 ohms c1:896 ohms c2:935 ohms c3:915 ohms 01:1592 ohms 02:1656 ohms 03:1850 ohms 12:1332 ohms 13:1656 ohms 23:1248 ohms the ins is implanted on the left chest. They re-tested impedance with left arm extended: c0:1019 ohms c1:894 ohms c2:934 ohms c3:908 ohms 01:1595 ohms 02:1661 ohms 03:1845 ohms 12:1332 ohms 13:1653 ohms 23:1246 ohms. They have reprogrammed to a different contact with 1v and the patient was not getting therapy effect. The patient almost had a fall but caught themselves. Impedances/contacts were reviewed and the physician is doing the reprogramming. The patient is able to tolerate using: left side: c+2- 1ma therapy impedance 873 ohms/0.9v. The patient needed more ma c+2- at 3.5ma with no oor message seen and therapy impedance 863 ohms /3.2v.